Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 250-515 mg/dl. Elevated blood glucose was addressed via manual insulin injection. System check was performed with tandem technical support and the root cause could be determined; however, customer reported sometimes not performing the air removal step when filling the cartridge and changing pump supplies every 3 days. Customer was educated on the air removal process and was informed that trusteel infusion sets should be changed every 2 days per the user guide. Customer reverted to an alternate method of insulin therapy.